Event description:
Far field r wave over sensing. Atrial lead position check failed. Infection. Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).